Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.